Event description:
It was reported that during the treatment phase for an anterior communicating artery aneurysm, the physician advanced the subject stent from the introducing sheath into the microcatheter. After approximately one-third of the subject stent had entered the microcatheter, the physician continued to push but encountered significant resistance. After several attempts, it could no longer be advanced within the microcatheter. The physician then attempted to withdraw the subject stent delivery wire from the microcatheter, during which stent deployment occurred, with half of the subject stent lodged in the lumen at the distal end of the microcatheter and the other half stuck in the microcatheter hub. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
H4 manufacturing date ¿ added h3 device evaluated by mfg ¿updated d4 expiration date - added d9 product available to stryker ¿ updated d9 returned to manufacturer on ¿updated d4 - gtin - added due to the automated mes (manufacturing execution system) system there are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection, the stent was received in a deployed condition. The stent delivery wire (sdw) was returned, the introducer sheath was not returned. The stent was deformed at the proximal end, and at the distal end. The sdw was kinked/bent. A functional inspection was unable to perform as the stent was returned in a deployed state. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The as reported code 'stent difficult/unable to advance or pullback through catheter' could not be replicated. However, the analysis results are consistent with the reported event. The as reported code 'stent deployed prematurely during use' was confirmed. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. Based on the event description and the condition of the returned stent and sdw, it is possible that the introducer sheath was initially set up correctly but later moved either proximally or distally prior to stent advancement (the direction of movement cannot be determined as the sheath was not returned for analysis). This movement may have occurred due to rhv (rotating hemostasis valve) over-tightening or under-tightening, where under-tightening could allow sheath migration and creation of a gap leading to partial stent deployment, while over-tightening could deform or narrow the distal tip opening, resulting in increased resistance and potential damage during stent advancement. Additionally, the presence of moderate tortuous anatomy may have contributed to increased friction and resistance during device navigation. Collectively, these factors could result in increased resistance during stent advancement through the microcatheter, leading to damage to the stent and sdw, and represent a plausible explanation for the analysis findings. An assignable cause of procedural factors has been assigned to the as reported 'stent deployed prematurely during use' and 'stent difficult/unable to advance or pullback through catheter' and to the as analyzed codes 'stent deployed prematurely during use' 'stent deformed', and 'nv - sdw kinked/bent' as this complaint appears to be associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural factors during use.

Event description:
It was reported that during the treatment phase for an anterior communicating artery aneurysm, the physician advanced the subject stent from the introducing sheath into the microcatheter. After approximately one-third of the subject stent had entered the microcatheter, the physician continued to push but encountered significant resistance. After several attempts, it could no longer be advanced within the microcatheter. The physician then attempted to withdraw the subject stent delivery wire from the microcatheter, during which stent deployment occurred, with half of the subject stent lodged in the lumen at the distal end of the microcatheter and the other half stuck in the microcatheter hub. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.